Manufacturer narrative:
On 10-oct-2024, additional information was received indicating abnormal water output was found at the stage of external flushing. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter and the tubing per standard technique to ensur purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch and there was an irrigation issue during use on the patient. It was reported that during the operation, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's initial partial irrigation reported by the customer issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 24-sep-2024, additional information was received indicating the suspected device with the irrigation issue was the catheter. There were no errors with the irrigation pump and the correct catheter settings were selected on the generator. The irrigation issue was discovered during use on the patient. As such, based on this new information the event was reassessed as MDR reportable since the irrigation issue occurred while the device was in use on the patient.